Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the shape was defective and a bevel was missing before cataract/vitrectomy combination surgery. The surgery was completed after replacing the product with new one. There was no patient harm reported.

Manufacturer narrative:
Following submission of the initial report, it was determined that the information provided for this event ¿shape was defective, bevel was missing¿ (the event code was phaco tip issue/unacceptable) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report num 2523835-2024-01528. The manufacturer internal reference number is: (B)(4).